Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the lead, fibrotic tissue became stuck in the helix. The physician needed to use excessive force to remove the tissue which caused the helix to become deformed. An alternate lead was placed. No patient complications have been reported as a result of this event.